Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient (pt) is at MRI appt. Healthcare provider (hcp) reports the pt forgot to recharge the implantable neurostimulator (ins) prior to coming and the controller will not connect to it. Hcp noted that pt said they have not been using the scs. Hcp added that the pt said the scs was "vibrating his nerves too much" so he quit using the therapy. Follow up hcp detail's provided. Event date provided: "a couple years ago". Pt called in stating they needed to recharge their ins and wanted to know how to do it. They needed an MRI of their shoulders. During call the controller was not turning on, pt claimed they recharged the controller overnight. Pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on. Pt put the battery back into the controller and verified the controller was not recharging. Pt verified no damage to the controller battery or controller battery compartment. Agent closed case.